Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving dilaudid (unknown concentration at 3.5 mg/day) via an implantable pump. The pump's indication for use was noted as non-malignant pain. It was reported that after the pump was moved from the abdomen to the buttocks (see manufacturer's report # 3004209178-2016-08553 for previous revision), the patient found the pump in the buttocks to be uncomfortable so it was being moved back to the abdomen. The drug concentration after the revision was 18 mg/ml and the dose was 3.125 mg/day. Additional information received from the rep on (B)(6) 2016 indicated that the patient reported the pain to the managing hcp, but the rep wasn't sure when the patient reported the issue to the hcp. The rep was notified of the surgical repositioning case on (B)(6) 2016. The pain was caused by the patient lying back on the device. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.